Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level; no bg values were provided. Due to the elevated bg levels, the customer lost consciousness which resulted in "brain bleeding". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.